Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device - 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced gastrointestinal bleeding on (B)(6) 2018. A colonoscopy revealed large polypoid growth in the transverse colon (biopsy showed adenocarcinoma) and 2 large ulcers in the ascending colon which were thought to be the source of the bleed. It was unclear how much gi blood loss was occurring as the patient was on heparin, and was likely that the colonic mass may ooze. The patient was on supportive care and transfused with multiple packed red blood cells (prbc) in the setting of lvad as necessary. Given the recent diagnosis with gi bleeding and adenocarcinoma, the patient did not wish to prolong treatment therapies. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The submitted log files captured the pump functioning is intended. No adverse events were noted in the data. The heartmate 3 lvas IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2018 due to respiratory failure, failure to thrive, and bacteremia. The death was not device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Evaluation of the submitted log files confirmed no notable events or alarms. The pump appeared to have functioned as intended at the set speed throughout the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists bleeding, respiratory failure, and infection as adverse events that may be associated with the use of the hm 3 lvas. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.